Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of discomfort caused by extra-cardiac stimulation. A chest x-ray revealed that the right ventricular lead placement was the cause of the issue. The patient was scheduled for explant and the lead was replaced. The patient was stable prior, during and after the procedure.